Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. The explanted ipp was replaced with a spectra penile prosthesis (spp). Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.